Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record for part # 00770100000, serial # (B)(4) determined the comb was bent. The comb was replaced and resolved the reported issue. Devices are used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
It was reported devices need repaired for unknown reason. No patient involvement. There is no additional information. Investigation showed the comb was bent. No adverse event was reported as a result of this malfunction.